Event description:
It was reported that the a non-critical alarm had occurred due to eri (elective replacement indicator). The pump was replaced 'routinely'.

Manufacturer narrative:
Catheter: model: 8731, serial #: (B)(4), implant date: 2004 (B)(6), explant date: unk. Final analysis of the pump revealed a high battery resistance. Drugs delivered per analysis were fentanyl and bupivacaine. Returned for analysis was the pump connector and proximal segment of the catheter, that revealed no anomaly.